Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported admittance into the intensive care unit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2025. The day before the patient was admitted, the pod came off while the patient was showering and the patient did not notice and went to bed without having the pod on. The controller did not give any other notification about the issue other than receiving a notification that the sensor values were missing at 2 am. The patient woke up with ketoacidosis in the morning. There were no reported patient's blood glucose levels, duration of pod use, symptoms and treatment. The patient was discharged on the same day.

Manufacturer narrative:
Updating problem statement based off of the additional information received on december 9th, 2025.

Event description:
It was reported that the patient had been admitted to the intensive care unit (ICU) with juvenile diabetic ketoacidosis (dka) and unspecified viral hemorrhagic fever on (B)(6) 2025. There was no reported patient's blood glucose levels. The pod was worn between 37 and 48 hours. The day before the patient was admitted, the pod came off while the patient was showering and the patient did not notice and went to bed without having the pod on. The controller did not give any other notification about the issue other than receiving a notification that the sensor values were missing at 2 am. The patient woke up with ketoacidosis in the morning. The patient was treated but there was no mention of a specific treatment. The patient was discharged on the following day, on (B)(6), 2025.